Event description:
It was reported that an ilet user¿s family encountered an unresponsive fill-tubing screen during setup, where the interface allowed selection of ¿no¿ for drops but not ¿yes,¿ and they could not exit the screen; the agent instructed a device restart via the mobile app and advised completing the supply change through the guided ilet setup to avoid recurrence. Customer care provided support that included remote troubleshooting and user education on correct setup workflow. Investigation of this case revealed that the device software interface did not accept the expected input due to initiating the supply change outside the guided setup, and normal function was restored after restart with instruction to proceed via the setup notification. Symptoms included no adverse clinical effects. Outcomes included no injury, and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was use error related to setup sequence, with no device malfunction identified.